Event description:
The patient was receiving a dopamine drip. The blood pressure kept dropping even when the drip rate was increased. The nurse changed the syringe and redrew the medication and then the blood pressure increased to normal. Pharmacy has a video of the pharmacist drawing up the medication and reported that it is not from their end. The only other possibility is the syringe sticking.